Event description:
Device in use in subaccute facility on sedated pt with rate of 6 breaths per min. Pt was in simi private room. Ventilator went into a high pressure condition with alarms. Facility personnel responded after approx one min of noticing alarm and pt coded. Pt was revived successfully and sustained no injury. A nellcor puritan bennett svc rep performed a full eval of the device and could not duplicate any problems. During interview with respiratory therapy director, she did not know if there was any cause identified with the high pressure alarm such as water accumulation or other circuit problems.